Manufacturer narrative:
Additional information: section g - date received by manufacturer; type of report. Section h - evaluation codes. The evoke scs system was not returned to saluda. The root cause of the infection cannot be definitively determined; however, it was suspected that it may be related to the sterilization of the surgical suite. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "infection that may require hospitalisation with intravenous antibiotic therapy."

Event description:
It was reported in medwatch-mw5184989 that a patient implanted with an evoke spinal cord stimulation (scs) system developed a staphylococcus infection. A significant delay occurred on the day of the permanent implant procedure due to a prior procedure taking longer than anticipated. The patient reported concern that the surgical suite disinfection process between procedures may have been rushed, which was suspected to have contributed to the infection. The infection resulted in significant health complications.

Manufacturer narrative:
The medwatch report was provided without information for section a and section e. Device details were not provided, d4 ¿ 102901 has been used as a placeholder. Date of event was not provided. 20jan2026 was provided as the date of the report and used as event date. The permanent implant procedure occurred at a facility owned by the orthopaedic specialty group (osg). Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.